Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was 215 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the buttons were unresponsive during troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed full functional testing including displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. All buttons functioning properly. No damage was found on the keypad assembly noted. J1 connector on the printed circuit board assembly was inspected and properly connected. The insulin pump was received with scratched case and pillowing keypad overlay.